Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).

Event description:
The pt was implanted with a left ventricular assist device (lvad). An intermacs report was rec'd which indicated "pump thrombus."